Event description:
Boston scientific received information that during a routine follow-up, this right ventricular defibrillation lead was found to have high pacing threshold measurements, a low sensing measurement, loss of capture, and a high out of range pacing impedance measurement. An insulation issue was seen in x-ray. This lead was explanted and replaced, and will be returned to boston scientific for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This lead has been returned to boston scientific and is currently in analysis. This investigation will be updated should further information be provided, or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. No insulation issue was found. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. There was dried blood in the helix and when it was removed, the helix was functional. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--